Event description:
Patient was having angioplasty of the left superficial femoral artery (sfa) due to occlusion with severe claudication. The cardiologist used the collaterals of the profunda femoris on the left side. A rosch inferior mesenteric (rim) catheter was placed into the left common iliac artery. An advantage wire was placed into the sfa. The rim catheter was removed. The sheath was removed and a 6-french raabe sheath was placed into the proximal sfa. The patient was anticoagulated with heparin and was then able to cross the collateral with a sion wire and the support of a corsair catheter. There was a mid-cap that was not able to be crossed with a treasure wire, command treasure, or starter wire. The heparin had to be reversed due to perforated collateral that was bleeding. Tried to go from the proximal cap and was able to cross this with the support of a navicross catheter and a stiff termu wire. Again in the middle of the occlusion, there was the same cap that could not be crossed proximally. Finally was able to cross with a starter 30 wire. Went into the true lumen and placed the wire into the distal popliteal artery on the left. Then tried to advance the navicross catheter, but it would not advance. Tried to predilate with a 2.5 balloon, but it would not cross. A viperwire was tried with no success. The starter wire was removed and a viperwire placed distally. Took out the trailblazer catheter and took a 1.25 burr hoping it would cross the middle cap. It would not cross at low or intermediate speed, so went to high speed. At that point the burr snapped. The crown was dislodged from the device and burred into the subintimal space. Crossed the occlusion again with a stiff terumo wire and navicross catheter and was able to advance the system into the distal sfa. The terumo wire was removed and a large emboshield filter was placed in case the burr moved. Finally, a supera stent was deployed, which covered the whole area. Angioplasty showed thrombolysis in myocardial infarction (timi) grade three flow distally. The burr remains lodged in the vessel.